Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 11-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable lead exhibited high impedances and associated loss of stimulation. High impedance was observed on the day of surgery, with contacts 0¿4 and 6 designated ¿avoid¿ with impedances ranging from 22,193¿30,064 ohms, and contacts 5 and 7 designated ¿do not use¿ with impedances of 40,000+ ohms. Troubleshooting was performed by moving all programming to the other lead. A lead revision procedure was performed in which the impacted lead was explanted and replaced with a new lead. Following the procedure, impedances were reported to be within normal limits on both leads, and the issue was reported as resolved. No patient injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
H3: analysis of the lead, model 977a260, s/n(B)(6) , revealed the braid, outer insulation, stylet coil and all conductors were broken; 40.5 cm from the proximal end of the lead. Analysis identified that the outer insulation was broken in the body of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.